Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer disposed of the complained material.

Event description:
It was reported that 10-15 sterilty caps were missing in each of 2 packages of lancet devices. No adverse event reported.